Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, there was noise on the atrial channel and after the patient did isometric exercises, the clinician determined that the sensor was the source of the issue as the noise was present as soon as the sensor was activated. Programming changes were made to turn off the sensor. The patient was in stable condition.